Event description:
It was reported that the customer was hospitalized four times due to a high blood glucose level. Reportedly, the customer's insulin pump was not "delivering insulin as intended". Tandem technical support was unable to determine a root cause as customer reverted to manual injections for insulin therapy. Additional information regarding the reported event was not provided.